Event description:
It was reported that previously, the right ventricular lead exhibited low lead impedance. A polarity switch occurred and as a result, the patient experienced muscle stimulation. The device was reprogrammed. On (B)(6)2014 the patient presented for follow up and normal lead impedance measurements were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.